Event description:
Knee edema (oedema peripheral) case description: spontaneous report received on 28 march 2008 from a physician regarding a pt (initials, age, gender unk) with a history of osteoarthritis in both knees and prior to series of three synvisc injections (dates unk) administered in one knee without incident. On unk dates, but one year later, the pt received synvisc injections in the other knee. After the second injection, the pt experienced knee edema and was hospitalized for suspected septic arthritis. After investigation,the diagnosis of septic arthritis could not be confirmed. As of the date of receipt of this report the pt outcome was unk. The relationship between knee edema and synvisc was not provided. Qa result was received on 1 april 2008: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.